Event description:
We received a report that a tecnis (B)(4) intraocular lens was explanted. A reason for the explant was not provided. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that the lens was cut into in two pieces. Also, another cut was observed in one of the returned parts as well as scratches. One haptic was detached and the other was broken (and not returned). Also, the sample has stains and particles that could be compatible with handling the lens out of sterile environment. Based on the investigation, there is no indication that is a manufacturing related complaint. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.